Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer called to inquire about a symbol on the insulin pump display. Customer was advised it meant the sensor was communicating with insulin pump. Customer had mentioned she had high blood glucose of 500 mg/dl. She declined troubleshooting as she has spoken to her doctor and the settings were changed. Customer is not returning the device for analysis.